Event description:
The customer contact reported that during testing at the user facility, when the device is powered on there is a burning smell and a message saying that the battery is not installed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical se. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.